Event description:
It was reported that a wearable failure was occurred. The wearable was inserted into the arm on (B)(6) 2024. When the wearable failure occurred, the patient was not aware as it happened during the night. No specific symptoms were reported, but the patient said they were in a life-threatening situation. The patient´s spouse took a fingerstick and the blood glucose reading was 27 mg/dl. The patient was treated with coca cola by the spouse. It was reported that the patient would have not been able to self-treated if they would have been by themselves. The patient recovered after treatment and no further treatment was necessary. There was no information of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there were no log data to review. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.